Event description:
Event description cpi received a follow-up form which indicated that a patient with this implantable cardioverter defibrillator presented for a follow-up visit. Interrogation found that the ICD was 'off'. Further investigation revealed that the patient had been 'playing with magnets'.